Event description:
It was reported that shafts of a drill bit are breaking in the attachment. It gets locked into the attachment and have to use a new one every time. It was reported with there was no patient impact and the length of the surgery time got extended to less than one hour.

Manufacturer narrative:
H3: product analysis: evaluation determined that broken tool and removal difficulty. The likely cause was identified as caused by the distal-most bearing of the attachment approaching end-of-life and having too much toggle. The fracture incident likely caused localized plastic deformation to occur at the tool's connection. The localized damage/plastic deformation at the tool connection likely caused the tool to become stuck in the attachment. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.